Event description:
It was reported that the patient was unable to communicate with the ipg following an unrelated surgery. Reportedly, ipg was in surgery mode. Troubleshooting was able to resolve the issue and establish communication. Device was reprogrammed and therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue and establish communication. Device was reprogrammed and therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.